Event description:
It was reported that during a lap cholecystectomy procedure, he found that the clip formation was improper and also found that the jaw of the applier was not paralleled closed. He discarded to continue to use and open another with another lot number to complete the surgery. Needed to stop to use and put out the improper formed clip inside patient. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Ejected clip, broken jaw the analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Due to the antibackup feature being non-functional, two unformed clips were fed. During the third firing sequence, the jaw ramp was broken and the remaining clips were ejected due to this condition. The device locked out as intended. It should be noted that an investigation has been initiated to address the potential cause of the broken jaws issues. The found antibackup failure is not related to the incident reported. No incident related to the reported event was observed during the batch record review.